Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8781, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017. The paperwork received with the device indicated that the pump was delivering dilaudid [1000 mcg/ml] at 6.3 mcg/day. It was stated that the event date was unknown, and occurred somewhere between (B)(6) 2017. The patient's pump and catheter were explanted and not replaced. The device was used in the patient and was intended for treatment. The patient had acute kidney failure and the pump was put on minimal rate. It was reported that the patient would exhibit symptoms when the pump was turned back up from the minimal rate. It was noted that the trial was fine though. It was indicated that the reason for removal of the pump was device and therapy related. It was reported that the patient experienced a sudden loss of therapy. It was indicated that the reason for removal of the catheter was "other." There was no patient death related to the event. There was no patient death related to the event. It was indicated that no patient injury occurred [note this is conflicting with the report of acute kidney failure and that surgical intervention occurred]. No dye or rotor studies were performed. No further complications were reported/anticipated as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid [1000 mcg/ml] at a dose of 50 mcg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 that the patient was found somnolent and hard to arouse by the patient¿s wife at home and was brought to the ER (emergency room). It was indicated that the nurse said kidney clearance lab results were abnormal. There were no known environmental/external/patient factors that may have led or contributed to the issue. It was stated that a manufacturer's representative told the nurse to place a magnet on top of pump to stop it until the other manufacturer's representative could get there. The manufacturer's representative was instructed by the managing physician to turn the pump to minimum rate. It was confirmed that a motor stall occurred. At the time of the report the issue was not resolved and it was unknown if surgical intervention occurred. The patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. At the time of the report the patient status was¿alive ¿ no injury¿ (note this is conflicting with the report of somnolence and the abnormal kidney clearance lab results). No further complications were reported. Additional information received from the representative reported it was unknown if the reported symptoms were related to the device or therapy. The representative also found out the patient had diabetes. It was unknown what further actions/interventions were taken. Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient started having acute kidney failure when the pump was implanted. Everything went as planned during implant, and the trial also went well. The pump was turned down to minimum rate and the daily dose was decreased. The pump settings had to be decreased and the pump eventually removed. The pump was explanted on (B)(6) 2017 and the issue was resolved. The patient's status was "alive- no injury" and no further complications were expected or anticipated. The explanted pump was to be returned to the manufacturer for analysis.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies. (B)(4). If information is provided in the future, a supplemental report will be issued.